Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: orthopaedic surgery 2017;9:69¿76 ¿ doi: 10.1111/os.12308. [(B)(4)].

Event description:
It was reported via journal article: "title: comparison of posteromedial versus posterolateral approach for posterior malleolus fixation in trimalleolar ankle fractures". Author: sheng zhong, md; lin shen, md; jia-guo zhao, md; jie chen, md; jin-feng xie, md; qi shi, md; ying-hua wu, md; xian-tie zeng, md. Citation: orthopaedic surgery 2017;9:69¿76 ¿ doi: 10.1111/os.12308. The study aimed to compare clinical and radiographic outcomes of posterior malleolar fractures (pmf) treated with lag screws from anterior to posterior versus posterior to anterior approach. Between jan 2012 and dec 2014, 48 patients with trimalleolar fractures underwent open reduction and internal fixation (orif) with either posteromedial (pm) (n=20; n=10 male and n=10 female; mean age of 44.2±13.4 years [ranged 18-64 years]) or posterolateral (pl) approaches (n=28; n=8 male and n=20 female; mean age of 42.7±12.3 years [ranged 18-63 years]). In both techniques, aponeurotic fascia and skin were closed with interrupted 2-0 vicryl suture and 2-0 mersilk suture, respectively. In pm group, postoperative complications included superficial wound infection (n=1) at pod7 which no surgical intervention was required, and wound dehiscence (n=1) at pod10 which underwent operative closure with no subsequent complications. In pl group, postoperative complications included superficial wound infection (n=1) at pod5 which completely healed in the 3rd week postoperatively without surgical intervention. Satisfactory results were obtained by using the two approaches for fixation of posterior malleolus, and the approaches have similar clinical and radiographic outcomes. None of the patients experienced peroneal nerve sensory deficit or tibialis posterior nerve-associated complications.